Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the tip of the fiber broke and metallic fragments remained in the prostate. The fiber worked for 6 minutes at 160 watts. The intervention continued with a new fiber. There was no report of a patient injury due to the event. No further information is available.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the cap is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface, and metallic pieces are intact; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "metallic fragments in prostate" could not be confirmed; glass cap fractured was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.